Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (30mg/ml, 15mg/day) in an implantable pump for non-malignant pain. The hcp felt they had to significantly increase the patient's pain medication dose over the past year and wanted to ensure the pump was working properly. There were no known environmental/external/patient factors that may have led or contributed to the issue. A catheter dye and rotor studies were performed on (B)(6) 2016. The catheter dye study indicated good flow; patent. The rotor study was also successful. It was after those procedures when the low battery reset and safe state occurred. The patient heard the alarm starting on (B)(6) 2016, but thought it was their cell phone. The patient experienced loss of therapy. The daily dose was reprogrammed and the pump was updated on (B)(6) 2016, but the pump began critically alarming right away. The plan was to replace the pump, but no procedure was scheduled. The cause o the low battery reset remained undetermined. The patient was receiving oral medications to manage the loss of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.